Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there were several problems. Inaccurate navigation information was noted. No further allegation information was provided. Delay information was not provided. Patient impact was noted to be unavailable. Additional information was received. It was reported that 3 problems were identified. Navigation was on normally, instrument location was complete, and before the first image acquisition, the touchscreen stopped working on either screen. The mouse was place, but also did not work. Navigation was turned off and then back on, and it worked for the rest of the procedure. During the procedure, the patient's locator disappeared several times without anyone touching anything. The camera had to be moved several times to find it again. During intervention, when inserting the screws, a slight misalignment occurred on the navigation screen, distorting their direction. It was noted that the camera was also more difficult to operate, with regular creaking noises.

Manufacturer narrative:
A05: camera more difficult to operate, regular creaking noises a0709: patient's locator disappeared several times a0908: inaccurate navigation information, misalignment a110201: touchscreen, mouse stopped working d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, software version #: 2.1.0 h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred during a spine procedure. There was a delay of around 10 minutes.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.